Event description:
Ous MDR - an orsiro coronary drug-eluting stent system was chosen to treat a calcified lesion (90% stenosis degree) in a tortuous rca. During placement of the stent, resistance was felt and the device was withdrawn. Afterwards it was detected that the stent was deformed. A 6f guideliner was used during the procedure.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device showed that the stent is deformed at its proximal end. The stent is crimped at its appropriate position. Microscopic analysis of the balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped at the time of delivery. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.